Event description:
According to the reporter, during a laparoscopic rectum resection, at the first firing, the anchoring suture was detached from the reinforcement material and fell into the cavity. They noticed this event during irrigation and retrieved the suture. Reload was dipped in saline for few seconds prior to use. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.